Event description:
A 65 yr old woman was inpatient for coronary artery surgery. Secondary diagnosis are hypotension, hyperlipidemia and diabetes. The pt received on a chronic basis several medications, and at the time of the transfusion dopamine, heparin et al. One minute into the post-surgical transfusion, the pt's blood pressure fell from 110 mmhg to 65 mmhg. The transfusion was stopped. No reports of adverse sequelae were reported.